Manufacturer narrative:
Trackwise ID # (B)(4). Updated sections: g-4, g-7, h-2, h -6, h-10, h-11. Corrected sections: h-3 if other provide code -explain- corrected from "device not returned" to "device discarded" device discarded: (4115/ 3221) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded.

Event description:
N/a

Manufacturer narrative:
D4 correction: UDI# changed to: (B)(4). Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws of the energy device wouldn't open all the way or close all the way using the thumb toggle. The thumb toggle also had a "clicking" sound that normally isn't there. Device would seal even small vessels. A new device was opened and worked fine. No injury to the patient was reported.